Event description:
During a therapeutic vaxcel pasv procedure while trying to infuse medication, a small pinhole was discovered distal to the suture wing. The leak was coming from the entry site and came out through patient's skin. No further complications have resulted from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. They believe user technique and/or patient anatomy may have contributed to this event. However, they are unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.